Event description:
It was reported, that the patient presented prior to routine generator change. An interrogation of the device revealed, recorded episodes of over-sensed noise exhibited by the right ventricular lead. The lead was capped and replaced on (B)(6) 2024 . The patient was asymptomatic.